Manufacturer narrative:
(B)(4).

Event description:
It was reported that the on (B)(6) 2016 the patient presented to the hospital for pacemaker implant procedure. It was noted that the right atrial lead dislodged and was repositioned twice. On (B)(6) 2017 the lead was explanted and replaced. The patient was fine post surgery.